Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -7.50 diopter, implantable collamer lens in the patient's left eye (os) on 14 mar 2017. Excessive vaulting was noticed. Lens exchange is planned either in the end of 2017 or beginning of 2018 due to the patient's convenience.

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 and exchanged for a shorter lens. The exchange resolved the problem. Device evaluation: the lens was returned in liquid, in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4)